Event description:
(B)(4). Was provided by insurer. Two years of chronic pelvic pain; saw obgyn, rheumatologists, neurologists, gastrointestinal specialist, etc. Diagnosed with fibromyalgia (chronic nerve pain all over) and major depression and anxiety. Neurologist says it most likely came from bodily trauma. Finally received a CT scan on pelvic/abdominal region. The doctor and whom ever analyzed the scan made only a small note that clips were seen. As a patient, I looked at the images and saw that I had 4 clips on my left side. Gyno performed laparoscopic procedure to remove clips and remove damaged fallopian tubes. The could not find two of the clips at first bc they had both migrated through the abdominal membrane. More incisions needed. I'm recovering from surgery now.